Event description:
The customer states that the hemoglobin and hematocrit results for one patient generated using a cell-dyn 1700 cs analyzer are not matching and that the hematocrit results is outside of the customer established range. The results are as follows: hemoglobin = 16.4 g/dl, customer established range; 12 - 18 g/dl. Hematocrit = 30.3%, customer established range 37 - 51%. Results were not reported out of the lab with no impact to patient management reported. Service was dispatched to the customer site to troubleshoot the issue.

Manufacturer narrative:
Investigation summary: hematocrit value for patient sample out of customer established range low when using a cell dyn 1700 analyzer. A field service representative visited on 12/26/2007 to address the issue of hct out of range low and to do preventive maintenance. The fsr observed a clot in the t fitting below the rbc transducer. The fsr cleaned the t fitting and as a precaution replaced all s1 tubing for the bubble mix, replaced all s2 pinch tubing and replaced a sample syringe and diluent syringe that showed signs of leakage. Performance of the instrument was verified by running precision. All cv% were in range. Controls were run and passed. The cell-dyn 1700 system operator's manual (03h58-01, rev d) discusses dispersion data alerts on pages, 2-25 3-23. When dispersion data alerts are present it can indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a smear review, or notifying a physician. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersion data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result. Trending: a review of complaint reports, for the period march 2007 through november 2007, did not indicate any adverse trend for cell-dyn 1700, list base 03h53-01 (includes 03h57-01), issues hct. Labeling: the event is addressed in the cell-dyn 1700 system operator's manual, 03h58-01, rev d. Section 2: installation procedures and special requirements: setup instructions: patient limits keys; p. 2-25 section 3: principles of operation; operational messages and data flagging; parameter flagging messages; dispersion data alerts; p 3-23. Conclusion: the cell-dyn 1700 was evaluated an no device failure was identified. A visual examination was performed and a clot in the system was causing an obstruction to flow. Service resolved the issue. No impact to patient management was reported. This is the final report. End of report.